Manufacturer narrative:
Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a check of the device and confirmed the reported issue. The ventilator control board was replaced to resolve the reported issue.

Event description:
The hospital reported a total loss of ventilation. There was no report of patient involvement.